Event description:
It was reported that, during interrogation at a refill, a motor stall was seen in the pump logs on (B)(6) with the message ¿stopped pump period may exceed tube set¿ occurring two days later. In addition, there was no motor stall recovery recorded and patient had reportedly not heard a pump alarm. At the refill, it was also seen that there was more residual volume than was expected as the expected volume was 5.6ml and the actual volume was 24ml. It was noted that there had not been any prior issues with volume discrepancies with the pump. The patient complained of nausea, joint pain, and a headache, but the symptoms had started earlier than when the motor stall occurred. However, it was mentioned that the patient¿s pain was significantly worse. It was reported that there would be a pump replacement; the pump¿s elective replacement indicator had six months remaining and they had planned to replace it sometime within the next three months. The device system was used to deliver bupivacaine and morphine. Five days later, it was reported that the stall was constant and the patient had experienced withdrawal. At the time of report, the patient was reportedly doing better with oral medications. It was indicated that the pump would be replaced on the day of report with the dose started lower. Twelve days later, it was reported that the pump battery was depleted, though the event had been described as a motor stall. It was indicated that the patient had recovered without sequela.

Event description:
Additional information received reported the cause of the stall was unknown to the health care provider (hcp). Oral morphine had been started which had improved the patient¿s withdrawal symptoms. It was noted x-rays showed no catheter kink or break. A catheter contrast study was attempted on (B)(6) 2013 but no cerebrospinal fluid could be aspirated. The hcp then decreased the intrathecal pump medications and the replacement occurred two days later. The patient was reportedly doing better but the intrathecal medications were still not therapeutic, titration was in process. The ¿still not therapeutic¿ event following the replacement is captured in a separate event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found corrosion, residue, and moisture throughout the gear-train and multiple motor stalls and recoveries in the logs. During destructive analysis, significant residue and shaft wear was found on the upper shaft of gear 2. Also, some residue was found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. It was indicated that the motor stalls were due to shaft-bearing. In addition, both critical and non-critical alarm intervals were set for an hour and the pump passed the alarm test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.